Event description:
Procedure: low anterior resection. According to the reporter: the stapler was used to do the low anterior resection of an adenocarcinoma of the low sigmoid. No staple line or staples was noticed after stapling the medium rectum on the colon. The anastomosis was re-done manually, but stool contamination of the pelvis occurred. There was no report of further complication.

Manufacturer narrative:
Initial report submitted: april 15, 2008.